Event description:
We have recently experienced several misleading results with the roche/hitachi tina-quant urine albumin assay on the modular p analyzer in which clinically significant. Proteinuria would have been missed. Initially, three errors were identified by comparison with prior pt results. We identified three more missed cases out of approximately 2100 samples analyzed over the weekend. These additional missed cases were identified by visual review of the reaction monitor tracing, followed by reanalysis after ten-fold dilution. Although there is a prozone detection algorithm on the system, and the detection threshold was made more sensitive raised to 1100 about a year ago, we suspect that the detection threshold must be made more sensitive raised to 1300. Although, we know of no patients who have been harmed by this assay problem, the risk is great that significant renal disease may be missed.